Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed flow transducer test during pre-use check. O2 gas module was found defective and was replaced. After replacement of the o2 gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).